Event description:
It was reported per eqr (expedited quality review) report: symptom - alarm code 26 - drain failure. Finding/actions taken: warranty claims part required: pneumatic control system. Intra-aortic balloon pump (iabp) was on the patient at the time. The pump was alarming every 1-2 hours displaying the message on the screen "excessive water buildup, repeat purge cycle" and "possible drain valve failure." As per the engineer "the pneumatic system is faulty and will follow up from here." Per the customer, "they continued the case with the equipment since they only have one iabp working." Per distributor they only have one demo unit and there are two units of iabp's down in two different hospitals." As per the report from the iab complaint form, no patient harm was reported. There was no report of patient death, complications or injury. The patient outcome was patient very ill. Reference MDR #1219856-2011-00187 for the related intra-aortic balloon (iab).

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.